Event description:
It was reported during the primary hip surgery the doctor broached down to the required level to set the stem. When he implanted the 14 stem it stayed 1.5 cm proud. Frustrated with the these tolerances he demanded a new 14 stem. It also stayed proud at 5mm but accepted it. No additional information.

Manufacturer narrative:
Cmp-(B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022 -1883.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified there was damage to the slot near the threaded hole. Calipers were used to check the length of the device per the criteria and found in conformance. Both the length and segment a-a width at the porous were checked and found in conformance. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.